Manufacturer narrative:
(B)(4). The carefusion field service engineer evaluated the ventilator and found internal battery bad. Replaced internal battery from spares stock at customer's site and tested. Problem was resolved. Ran ventilator testing and all tests passed.

Event description:
The customer reported that during testing they noticed that when unplugging the ventilator from wall a/c to battery power the vent did not give any alarm visual or audible indicating that vent was switching to battery power, it just kept running like it was still plugged in. No patient involvement.